Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tip of maryland bipolar forceps instrument was burnt and chipped. There were no reports of patient involvement or patient injury. On 12/25/2024, following additional information was obtained from site's clinical sales representative (csr): the thermal damage on maryland bipolar forceps instrument was observed prior to reprocessing. There was no damage or anything out of ordinary. The instrument was inspected prior to its last use, there was no issue. The instrument was available for return. Photographic images of devices or video recording of the procedure were not available for review.